Event description:
Customer's mother reported inaccurate sensor readings from her son's sensors. She also stated he has issues with the tape not sticking because customer sweats a lot while at work. Customer is giving up using the sensors, but customer's mother wants him to use the sensors to catch his low blood glucose levels. A time was scheduled for customer to call and troubleshoot his sensor issues. Attempts to contact customer were unsuccessful. Customer's mother picked up once and advised she would have her son call for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.